Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted as lot number of the device was not available. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a pseudoaneurysm in the descending thoracic aorta using a conformable gore® tag® thoracic endoprosthesis. An attempt was made to insert a 22-fr gore® dryseal sheath with hydrophilic coating (dsl2228j/unknown lot number), but it was difficult to advance the sheath over the right common femoral artery. The 22-fr sheath was replaced with a 20-fr sheath (dsl2028j/unknown lot number) and the procedure was continued. The endoprosthesis was successfully deployed, and upon withdrawal of the 20-fr sheath, vessel rupture was revealed around the access site of the sheath. It was reported that vessel diameter around the ruptured site was 6.5mm, and pre-existing calcification was revealed in the right common femoral artery. The ruptured vessel was replaced with a surgical graft, and the procedure was concluded without further problems.